Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which states: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope and section¿ ¿3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of angle wire, bending angle in the "up" direction did not meet standard value. In addition to foreign matter found clogging the nozzle, the evaluation findings are as follows: due to clogging of the nozzle, water removal ability did not meet standard value, due to a crack in the scope cover, water tightness was lost, due to wear of the angle wire, the play of the "up/down" knob was out of standard, the bending section cover had a scratch, the adhesive on the bending section cover had a white-clouded area, the connecting tube had a dent and scratch, the universal cord had a wrinkle, switch #1 had wear, and the image guide protector had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus.. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with air. There were no abnormalities with the accessories used for reprocessing. The customer did wipe/brush the air/water nozzle with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope's angles were insufficient. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter found clogging the nozzle.